Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "some issues", felt "a little lightheaded" and noted electrocardiogram (ECG) "dropping" on apple watch. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.